Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). Product ID: 9735019, serial/lot #: (B)(4), ubd: 03-nov-2019, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed the axiem communication cable was frayed. The cable was replaced. The system then passed the system checkout and was found to be fully functional. The axiem communication cable was returned to the manufacturer for analysis. Analysis found that the cable jacket had separated at the lemo connector exposing the shield wire but no internal conductors. Analysis found that the reported event was related to a physical damage issue. The first malleable suction was returned to the manufacturer for analysis. Analysis found that the instrument showed red status with no tracking. It was found all three coils were not functioning. Analysis found that the reported event was related to an electrical issue. The second malleable suction was returned to the manufacturer for analysis. Analysis found the instrument functioned as expected when used with a known good system. No fault was found. Manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported while in transsphenoidal tumor resection, the malleable suction was no longer tracking. It was noted the site did not change anything in the set-up or reposition the emitter. All nearby metal was removed without resolve. The site opened another suction which also did not track. A manufacturer representative who was on site tried multiple ports on the axiem box without resolve. The site tried using a different axiem box without resolve of the issue. While evaluating the cabling, the manufacturer representative noted a crack in the outer casing of the communication cable and some of the wiring was exposed. The site aborted navigation after a 5-minute surgical delay. It was noted this issue occurred near the completion of the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The analysis of the electromagnetic interface communication cable was completed by medtronic personnel. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the malleable suction that would not track was completed by medtronic personnel. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.